Manufacturer narrative:
G4: 28aug2019, b4: 01oct2019. This event was resolved in-house by the customer. There was no on-site evaluation by the manufacturer. The customer reported that the setting issue was resolved by a calibration of the touch screen. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6). Date of report: 29aug2019.

Event description:
The customer reported a ventilator that "has no memory, and will not hold settings". There was no patient involvement / harm.